Manufacturer narrative:
(B)(4).

Event description:
The customer reports the event as: single lumen, left arm, after inserting PICC to hub, 45-50 sec. Having chest discomfort, pulled back about 15 , having difficulty breathing. Pulled line and scrubbed him with chloraprep for 90 seconds. PICC line in for 3 min. Patient went into cardiac arrest. Iced him and currently has heartbeat.

Event description:
The customer reports the event as: single lumen, left arm, after inserting PICC to hub, 45-50 sec. Having chest discomfort, pulled back about 15 , having difficulty breathing. Pulled line and scrubbed him with chloraprep for 90 seconds. PICC line in for 3 min. Patient went into cardiac arrest. Iced him and currently has heartbeat.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.